Event description:
It was reported that, during replacement procedure, this right ventricular (rv) lead was removed from the old device and connected to the new pacemaker, nonetheless, the pin did not go all the way inside. Therefore, it was inserted forcefully and then secured. This rv lead remains in service. This report reflects information received by FDA.

Manufacturer narrative:
As no information was provided and as the serial number of the lead is unknown and the lead is not returned to be analysis, no conclusion could be established. The event is recovered in our database for trends purposes. Please find enclosed the FDA letter's.